Event description:
It was reported that the patient was having bath and the flange snapped off the tube. The tracheostomy tube was removed and a new one was inserted without significant incident to the patient.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested.